Manufacturer narrative:
The cobas integra glucose hk gen. 3 test system reagent lot number is 81205101 and the expiration date is 30-sep-2025. The calcium gen. Reagent lot number is 80728901 and the expiration date is 30-sep-2025. The creatinine jaffé gen. 2 reagent lot number and expiration were not provided. A field service engineer (fse) determined that the rinse tubing had a leak. He repaired the leak and verified the instrument by performing patient comparisons without any errors. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable results from multiple assays on the cobas 8000 cobas c 701 module. The initial cobas integra glucose hk gen. 3 test system result was 23 mg/dl and the repeat result was 119 mg/dl. The initial result was accompanied by a flag indicating it was a critical value. The user repeated the samples due to flags observed on multiple results. The repeat results were deemed to be correct. The customer placed the original sample into five different cups and placed all of the cups in the same rack and repeated testing on each sample. The following are the results from that data collection: the creatinine jaffé gen. 2 results were 203 umol/l, 89 umol/l, 105 umol/l, 189 umol/l, and 171 umol/l. The calcium gen. 2 results were 8.4 mg/dl, 6.5 mg/dl, 7.8 mg/dl, 6.5 mg/dl, and 7.4 mg/dl. None of the results were reported outside of the lab.